Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. It was noted that the device experienced a power on reset (por). The crystal error count was zero after the por. The reason for the por was listed as "por due to low battery, non-firmware initiated por." The analyst noted that the device was returned with no patient data entered. The data was entered to complete the interrogation.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated. The device was not used. There was no patient involvement.